Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6)2015 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had the ins surgically explanted. The patient reported that the lead was left abandoned in her in case the new device wasn¿t effective in controlling her pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported their weight was (B)(6) at the time of the event. No further complications were reported/anticipated.